Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got power error detected alarm. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Customer stated that the blood glucose was never really high or low. Power error detected recurred within a week of troubleshooting previous occurrence. The customer need to be replaced the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.